Manufacturer narrative:
The complaint device was returned. Device evaluation identified that there was an upstream and downstream sensor failure. The pressure sensor was replaced. The circuit boards were inspected. The device was recalibrated. The case was inspected for damage. The alarm, connectors, display, keypad, patient side occlusion, rate accuracy, self test/power, and upstream occlusion tests were performed and all passed. A root cause for the sensor failure was that the part was aged. This type of event will continue to be monitored. Device code 2954 - removed (correction).

Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion of the device evaluation.

Event description:
Reportedly, post purchase, the device had an air in line alarm. Additionally, the sensor might be bad. There was no patient involvement. No additional information is available.